Event description:
Patient with multiple procedures for cranial fracture and subsidence fronto-parietal, left was submitted to a cranioplasty flap with psi-peek implantation. In (B)(6) 2012, patient had lesion of the scalp with exposure of the flap, patient had cranioplasty with drainage of fluid. Note: initially liquid and subsequently became purulent. Patient was returned to operating room on (B)(6) 2012 for cleaning and removal of psi peek implant. Cranioplasty existed an extensive inflammatory reaction with granulation tissue, no csf fistula. Bacteriological examination revealed (B)(6) infection to (B)(6) sensitive.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.